Event description:
The caller reported that prior to performing the tracheostomy procedure, the tube was inspected and no abnormalities were observed. The tube was lubricated using a water soluble sterile lubricating jelly. This is the same surgical lubricant that they have used for several years. After routine prep of the area, the dr attempted to insert and advance the tube into the trachea, but was not able. The caller reported the dr felt that there was an obstruction that was probably created by one of the cartilage rings that prevented the insertion. The tube was removed and another tube was inserted without issue. The original tube was examined and the dr noted what appeared to be a malformation consisting of a crimp and a flaring out of the distal tip on the anterior.

Manufacturer narrative:
No analysis or conclusions can be drawn without the device or the lot number. Return of the percutaneous tracheostomy tube for failure investigation has been requested. If the tube is returned and failure investigation results provide new or significant info, a follow-up report will be submitted.